Event description:
It was reported that during a surgical procedure conducted at the user facility, a glove became caught in the device. The procedure was completed successfully without a delay. There was no medical intervention, and no adverse consequences reported with the event.

Event description:
It was reported that during a surgical procedure conducted at the user facility a glove became caught in the device. No further information was provided by the user facility regarding the reported event.

Manufacturer narrative:
Additional information that was received. It was noted that , "the procedure was completed successfully without a delay. There was no medical intervention, and no adverse consequences reported with the event."

Event description:
It was reported that during a surgical procedure conducted at the user facility a glove became caught in the device. No further information was provided by the user facility regarding the reported event.

Manufacturer narrative:
The device was not returned for evaluation. No further information is available at this time. A corrected manufacturing date of 5/30/2009. The device was not returned for evaluation.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.